Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that re-seating the raid hard drive resolved the issue and the computer booted without any issues. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the imaging system booted to a screen displaying"ctrl-I to enter configuration utility". It was reported that the power button was held down which resulted in power light flashing but the screen displayed for about 2 minutes before the mobile view station (mvs) powered down. When the system was powered on, mobile view station (mvs) booted to normal screen and the system was fully functional. There was no patient present at the time of the issue.